Event description:
(B)(4). Same case as MFR ID#: 2134265-2010-04591, 2134265-2010-04593. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. The target lesions were located in the distal, mid and proximal right coronary artery (rca). The 100% stenosed and 30mm long lesion located in the distal rca with a reference vessel diameter of 3.5mm was treated with pre-dilation and placement of a 3.5x32mm taxus liberte stent resulting in 0% residual stenosis. The 90% stenosed and 26mm long lesion located in the mid rca with a reference vessel diameter of 4.0mm was treated with direct stenting using a 4.0x28mm taxus liberte stent resulting in 0% residual stenosis. The 90% stenosed and 18mm long lesion located in the proximal rca with a reference vessel diameter of 4.0mm was treated with direct stenting using a 4.0x20mm taxus liberte stent resulting in 0% residual stenosis. The same day post procedure, the patient experienced intermittent chest pain and difficulty breathing. Cardiac biomarkers were increased and a non-q wave myocardial infarction (nqwmi) was reported. Patient was observed, but no action was taken. The event was considered resolved without residual effects and the patient was discharged 1 day later. It is the opinion of the physician that the event is possibly related to the taxus liberte stent.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).